Manufacturer narrative:
Concomitant medical products: product ID addr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was wound dehiscence and infection at the incision site of the implantable pulse generator (ipg) that required debridement. The ipg system was explanted and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.